Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed that the roller clamp was missing. Therefore the reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter (B)(4) that an administration set for blood and blood components did not have a blue stop valve. This condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.